Event description:
It was reported that this brady lead was repositioned due to dislodgement confirmed through x-ray, resulting in hematoma and a slight rise in impedance. This brady lead remains implanted and will not be returned. No additional adverse patient effects were reported.